Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, lot# n120220030, implanted: (B)(6) 2007, explanted: (B)(6)2017, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. It was reported that the patient had a scs system implanted on (B)(6) 2017 and during the implant the 8709sc catheter was cut and a repair kit was used. Sometime after the patient developed a csf (cerebral spinal fluid) leak and it was decided that the entire system would be explanted and just use the stimulation device. It was unknown if there were any environmental, external or patient factors that may have led or contributed to the issue. The diagnostics and troubleshooting performed was reported as the patient had a seroma and headaches. The actions and interventions taken to resolve the issue was a full explant. The issue was resolved at the time of the report. The patient status was noted as alive, no injury and no further complications were reported.